Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00125.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that some test wells visually appeared positive. An immucor field service engineer cleaned the rinse station and filter, and cleaned the probe. The group and screen was performed on four samples and the expected results were obtained. The instrument is operating within specifications. The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.